Manufacturer narrative:
(B)(4). Batch #: unk. An analysis of the product could not be performed since a physical sample was not received for evaluation. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances / manufacturing irregularities were identified. As part of ethicon's quality process, all devices are manufactured, inspected, and distributed to approved specifications. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information was requested, and the following was obtained: please clarify how the device ¿misfired". Did device not feed clips into the jaws? If it did feed clips, did it feed them sideways? Did clips not advance fully into the jaws? Did device not fire clips (jammed)? Did device fire malformed clips? Did device fire scissored clips? Did device drop or eject clips? If other, please specify. Did clips not hold on to tissue or vessel once placed? Was there any issue with bleeding? If yes, how was the bleeding controlled? What amount of blood loss (mls) occurred? Was a transfusion required? Was there any change to the procedure as a result of the event? What is the current patient status? The medium liga device fired malformed clips, they did not close fully and therefore did not stop the bleeding. A post op thyroidectomy patient was have difficultly with swelling and bleeding, the patient was brought back to theatre for a emergency follow up procedure. It was at this time that it was noted that the sites that were bleeding are where the liga clip had been used. Upon closed inspection it was identified that the clip was not closed and secure, and when removed not the expected shape for a fully closed clip. The bleeding was controlled via pressure and surgical sutures, diathermy was used to support.

Event description:
It was reported that during a unknown procedure there were several ligaclips that were opened and all appeared to misfire / fail to clip properly. Patient suffered blood loss as clips were failing (amount unknown), patient was fine. Surgery prolonged unsure how long.

Manufacturer narrative:
(B)(4). Date sent: 5/26/2022. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent: describe more about the shape of the clip? Was there any issue with device with regards to feeding and clip formation in the initial procedure? Are there any pictures of the clips or device? What was the approximate blood loss and how was it treated?

Manufacturer narrative:
(B)(4). Date sent: 6/29/2022. Investigation summary: the product was returned to ethicon for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample revealed that the mcm20 device was returned inside it's original packaging with a clip in the jaws and with no apparent damage. In an attempt to replicate the reported incident, the device was tested for functionality. Upon testing, the device was cycled and it fed and formed the remaining 20 clips as intended. As part of ethicon¿s quality process all devices are manufactured, inspected, and released to approved specifications. Although no conclusion could be reach on the cause of the reported event, the instructions for use do contain the following caution: ensure that a clip is in the jaws. Position the jaws so that the clip completely surrounds the vessel to be ligated. Fully squeeze the handles together until they stop. As the handles are squeezed, the clip closes and occludes the vessel or tubular structure. Fully release the handles to return the instrument to its original open position. The next clip is automatically advanced. Inspect the jaws after each clip application to ensure the presence of a new clip before applying the next clip. Repeat steps as necessary to continue ligation of tissue. For optimal performance, periodically clean the instrument during the procedure by submerging the jaw and distal end of the applier shaft in saline. The event described could not be confirmed as the device performed without any difficulties noted.

Manufacturer narrative:
(B)(4). Date sent: 8/18/2022. H6 type of investigation from b01 to b03